Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20539. It was reported the patient ((B)(6)) experienced ineffective stimulation . A sjm representative tried reprogramming to no avail. As a result, surgical intervention was taken on (B)(6) 2015 to reposition the leads which resolved the issue. Reportedly, the patient received effective stimulation postoperatively.